Manufacturer narrative:
H3: product analysis found that visually, the shaft was broken 1.92 inches from the distal end of the bur tang upon return. Under ma gnification, there were striations at the break point, along the shaft, and on the bur tang. The outside diameter of the bur tang shall be 0.0580 +0.000 0/-0.0010 inches, and the actual measurement was 0.0576 which was in specification. The outside diameter of the bur tang lip shall be 0.018 ± 0.001 inches, and the actual measurement was 0.018 which was in specification. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. H6: additional information suggest that b17 , c20, d16 and g04041no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, new bur has been introduced in the skeeter, the bur stayed blocked and broken in 2 pieces. There was no patient impact.